Event description:
React health received a complaint from a durable medical provider stating that a patient claimed that their device's humidifier was getting hot enough to boil water and melt plastic. The device has been received by react health.the manufacturer has received the device and investigated.

Manufacturer narrative:
The device was returned to bmc for investigation, customer complaints were confirmed, and there were no allegations of serious or permanent injury or injury. There is no allegation of serious or permanent harm or injury patient. Through the disassembly inspection and test, it is found that the over-temperature problem is caused by the r164 sampling resistance virtual welding on the motherboard. The shell of the equipment is intact and the measured shell temperature meets the standard requirements, and no melt plastic is found. The product in the design, taking into account the normal operation of the device and a single failure, in accordance with the standard requirements for development and design. Under the single fault of r164 sampling resistance virtual welding, the test results meet the expected design output and meet the standard requirements. This fault is an individual device fault and will not affect personal safety and effectiveness.in consideration of the danger that the user may touch the heating plate unexpectedly, the manufacturer labels the heating plate with the warning "hot surface".